Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that a screwdriver broke while inserting a 1.5mm screw. The surgery was completed with a second driver after a few minutes delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00017 for the screw involved in this event.